Event description:
Clinic notes were received for prophylactic generator replacement. The referral indicates that the patient experienced increased seizures with generator reaching intensive follow up indicator (ifi) - yes. The physician states that the vns battery is nearing the stage where a replacement is needed. Notes dated (B)(6) 2015 indicate that most if not all of patient's seizures may occur due to patient missing medication doses and that non-compliance with medications is a big issue. Notes dated (B)(6) 2015 indicate that the patient does well when he takes his medications. Additional relevant information has not been received.

Event description:
The physician felt the battery needed to be changed. Patient is still doing better than prior to vns implant and diagnostics were within normal limits. Patient underwent generator replacement surgery on (B)(6) 2016. The explanted device have not been received to date and is suspected to have been discarded by the explant facility. No additional relevant information was received.